Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient reported left side pain and swelling diagnosed via ultrasound. Healthcare professional later reported inflammation. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side pain and swelling. Healthcare professional later reported inflammation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, broken device and missing were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed opening assessed as unidentified tear. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side pain/swelling (captured as inflammation), rupture and capsular contracture, baker grade I (confirmed by physician). The device has been explanted and replaced with another manufacturer's device. It has been determined that the event of capsular contracture is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h.6, h11.

Event description:
Patient reported left side pain and swelling diagnosed via ultrasound. Patient later reported "rupture and capsular contracture". The device has been explanted and replaced with another manufacturer's device.